Event description:
A physician reported that following an intraocular lens (iol) implant procedure, the patient had misrefraction (myop). Laser touch-up was performed (because dominant eye). It was reported that patient is very satisfied and no longer needs glasses. Additional information has been requested; however, further information has not been received.

Manufacturer narrative:
The lens remains implanted. Complaint history and product history records could not be reviewed because the presentation did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. This complaint was opened from a presentation. Not enough information was provided for further investigation. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Information was provided that patient is very satisfied and no longer needs glasses. The manufacturer internal reference number is: (B)(4).